Event description:
Pt was becoming increasingly agitated and confused. Md ordered blood gas. Pulse-ox probe read 96%, while blood gas o2 saturation was 78%. Another disposable pulse ox finger probe was applied which read 80%.